Manufacturer narrative:
No product was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: original device used, procedure completed. Patient outcome: f12: serious injury/ illness/ impairment. Event description: ecn event description: in the hour following the end of the procedure the patient needed reanimation and had pericardial effusion. The patient was taken back in the op room to drain the fluid until the bleeding stopped and he was stable again. Patient present at time of event? Yes, patient complications: pericardial effusion, cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes, please describe the way in which the device or procedure caused or contributed to the patient complication? Pulmonary veins isolation is in the left atrium, it requires a transseptal puncture. The cardiac tamponade happened during transseptal according to the physician. Medical or surgical interventions: reanimation and pericardial drainage patient admitted to hospital beyond the standard of care: yes, patient discharged from hospital? Unknown patient outcome: expected to fully recover device acquired from a distributor? No. Event date: 2026-4-8. As reported device codes: 2099: no known device problem. As reported patient codes: 9221: pericardial effusion.